Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer alleged obtaining an erroneous elecsys ft3 iii result on a patient sample when testing was performed on a cobas 6000 e 601 module. The customer carried out maintenance on (B)(6) 2017, and said results were good until (B)(6) 2017, when values began to fluctuate. On (B)(6) 2017 the customer tested the patient sample; the initial ft3 result was 30 pg/ml. The repeat result was 2.1 pg/ml. There was no allegation of an adverse event. The ft3 reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The field service representative ran performance testing with good results. He cleaned the analyzer, replaced various parts, made adjustments, and lubricated parts. Controls were measured and were good. The field service representative thought analyzer contamination was the most likely cause, but a specific root cause could not be determined.